Event description:
The customer states that an axsym bhcg result of <2.0 miu/ml was generated on a pt sample. The sample was thawed and retested seven days later and the axsym bhcg result was 32.4 miu/ml which confirmed positive qualitative hcg testing on the pt. No impact to pt management was reported.